Event description:
Patient was seen on (B)(6) 2015 for occupational therapy treatment session. Upon arrival, patient was placed in the fluidotherapy machine for 15 minutes at 115 degrees. As the patient was receiving treatment the therapist was approx 10 feet away at another workstation providing treatment to another patient . After approx 10 minutes into the treatment session he did complain that it was getting too hot and at that time the temperature was lowered to 88 degrees. He was taken out of the machine after 15 minutes and noticed that his right 5th digit (from the pip joint to the fingertip) was burned to the point that the skin was actually off the finger, burn "get" was placed on the finger with a loose fitting gauze as well. Patient was escorted to the ed for further evaluation.